Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's operative eye due to patient complained of blurred vision, anisometropia, and glare at night. Patient also experienced diplopia, therefore, patient was unhappy with vision. Visual acuity pre-operative (op): 20/30- and visual acuity post-op: 20/30-. There was no vitrectomy or sutures required, however, the incision was enlarged. Another johnson & johnson lens, same model diu150 21.5 diopter was implanted as a replacement. Through follow-up, it was learned it was the patient's right eye. The lens exchange was successful and the patient is satisfied. No other information was provided.

Manufacturer narrative:
Ethnicity: unknown/asked but unavailable. Health effect clinical code: 2138 unexpected postop refraction, 2138 diplopia. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. An attempt was made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: dec 19, 2022. Device evaluation: the suspect lens was received inside a specimen cup. Visual inspection under magnification revealed that the lens was received cut in half and coated in viscoelastic residue. The lens was cleaned and inspected under magnification and lens damage and scratches were observed on the lens optic and haptics. The complaint issue "explant", "blurry", "diplopia", "glare" and "unexpected postop refraction" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.